Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, rewind test, excessive no delivery test and delivery accuracy test. Device received with normal operating currents. No unexpected battery power loss, weak battery alarm and off no power alarm noted. Device received with cracked case at the display window corner, cracked reservoir tube lip, broken battery tube threads and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that a low battery alert was not received prior to a replace battery now alarm on the insulin pump. The customer's blood glucose reading was 134 mg/dl at the time of incident and also went up to 435mg/dl. The product will be returned.